Manufacturer narrative:
(B)(4). The complaint product was not returned for evaluation at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported via medical records, that on (B)(6) 2013, the patient was seen due to experiencing mild pain in their left eye for three days. The patient was found to have a corneal abrasion in their right eye and a superior corneal ulcer in their left eye. Both were noted as resolving. Patient was treated with antibiotic/steroid drops (regimen unspecified and loteprednol and tobramycin ophthalmic (twice daily for five days), and artificial tears. On (B)(6) 2013, the patient was seen due to pain in and around their eyes. It was noted that the patient presented on no ocular medications. The patient's left eye was found to have punctate epithelial keratitis and an area of superficial ulceration. The defect was located in the superior cornea and was 1-2 mm or less in size. The patient was treated with loteprednol and tobramycin ophthalmic (one drop, four times daily for seven days) and an antibiotic/steroid drop (regimen unspecified) and advised to cease contact lens wear until instructed otherwise. The patient was advised to return for follow-up on, or around (B)(6) 2013. No further information is available.